Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Three high quality slit lamp images were provided and reviewed. Two images show the anterior surface of an iol at high magnification, and the third is a retro-illuminated view. The three images show what appear to be deposits on the anterior surface of the iol, and the retro-illuminated view additionally shows what appears to be a linear strand running across the approximately lower left quadrant on the posterior surface of the iol. The source of the observations is unable to be determined based on the images. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, iol had dots/marks on the surface and the patient experienced visual discomfort at night. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with file 2 of 2.

Manufacturer narrative:
The product was not returned. Photos were provided. The complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown, if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).